Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photo was provided for review. The investigation of the reported event is currently underway. D2b (dqy; lit). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous transluminal angioplasty (pta) procedure using the vaccess balloon catheter. During the procedure, it was reported that the balloon wouldn't inflate past 8 atm and contrast started leaking out of balloon. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. One photo was provided and reviewed. The photo shows the vaccess device was kept in the inner packaging. Balloon was not visible in the provided photo. The labeling details in the packaging match with the information available in trackwise. The handwritten note on the packaging stated: " defective balloon does not go higher than 8 contrast was leaking". No other anomalies were noted. Therefore, the investigation is inconclusive for the reported balloon rupture as no objective evidence was provided for the review. A definitive root cause for the reported balloon rupture could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D2b (dqy; lit), g3, h6 (method, result, conclusion). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous transluminal angioplasty (pta) procedure using the vaccess balloon catheter. During the procedure, it was reported that the balloon wouldn't inflate past 8 atm and contrast started leaking out of balloon. There was no reported patient injury.